Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While final tightening the outer nut over a cross connector and cross connector inner screw, threads from both the inner screw and the mini-poly screw sheared off and made final tightening impossible. Doctor expressed frustration and had to remove all set screws from that side, pull out the rod, extract the damaged screw, which he replaced with the same size, return the rod, re-final tighten everything including new cross connector inner screws and outer nut.

Manufacturer narrative:
The returned favored angle screw features minimal signs of use beyond some light surface markings and discoloration. However, three of the threads on one side of the screw have been torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the damage to the threads of the favored angled screw¿s tulip head cannot be determined from the samples and the information provided. A potential root cause may be inadvertently cross threading the inner screw during insertion and tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.